Event description:
(B)(4). I get hives often that both itch and burn. Joint pain and numbness. A lot of bloating that makes me look like I am 9 months pregnant. Problems with my teeth like decay. Tired all the time with vitamin d and b12 deficient. I get sick a lot more than I ever did before. Suffer from depression.